Manufacturer narrative:
(B)(4). The patient was not connected to the set-up when they initiated the therapy, which is known to cause this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during peritoneal dialysis therapy. During the troubleshooting, it was determined that the patient started the therapy prior to being connected to the set-up, and connected afterwards. The technical service representative had the patient cycle the power on the device to clear the alarm. The patient was going to re-start therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.